Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, the cable connecting the distribution node to the rear therapy electrode was pulled from strain relief. The cause of the failure and the reported messages was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages in the absence of a prior gel release.